Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1950. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for an unrelated indication and during hospitalization, the patient experienced peritonitis. Treatment was not reported. At the time of this report the patient was recovering from this peritonitis event. Physioneal therapy was ongoing. No additional information is available.